Event description:
It was reported that a minimum fill notification occurred with multiple cartridges during the load sequence. There was no reported adverse impact to the customer¿s blood glucose level. Customer reverted to an alternate method of insulin delivery.